Event description:
It was reported that during a lobectomy procedure; at the first firing, the knife cut the tissue, but the staples could not be formed. At the first firing, the staples of the staple lines both sides could not be formed. There was 1500cc of bleeding which occurred. Hemostasis operation was performed.

Manufacturer narrative:
(B) (4). Information anticipated, but unavailable at this time.